Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 140mcg/ml fentanyl at 34.69mcg/day, 1mg/ml dilaudid at 0.24mg/day, and 25mg/ml bupivacaine at 6.19mg/day via an implantable infusion pump for spinal pain. It was reported that the patient's pump had gone empty. The patient had gone on vacation and had a health diagnosis that kept her from getting the pump filled. The hcp wanted to program the pump to off state and replace it at a later date. The pump had been empty for 6 months. No symptoms were reported. No further complications were reported.